Event description:
Pt scheduled for bilateral breast capsulectomies with removal of implants. Upon doing the surgery the right implant was found to be encapsulated in the capsule but not leaking, and the left implant was encapsulated and ruptured within the capsule. The explanting surgeon nor the pt knew the identification of the MFR of the implants. The implanting surgeon was different fron the explanting surgeon. The implants had been implanted in the 1970s. The implants and any surrounding tissue was sent to pathology for routine pathology with no abnormal pathology reported.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.